Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the anvil could not be tilted after firing. It was also stated that the anvil was bent and he small white stamp card could not be connected to the center bar and could not link.